Event description:
Had saline breast implants on (B)(6) 2007. Within 1 yr of implant I began experiencing side effects to include food allergies, chemical sensitivities, dry skin and hair, bloating, fatigue, memory loss and many others. Over the last 12.5 yrs my symptoms, though seemingly unexplained, have become completely debilitating, life altering and physically uncontrollable. My life consists of dr's appts, pain , staying in bed, sleeping 10 plus hours a day. I'm in the process of further testing to include autoimmune diseases. Some of my now symptoms on a daily / weekly basis are as follows: poor vision, blurry vision, feeling dazed or drunk 24/7, severe memory loss, inability to form sentences or find words, vertigo, insomnia, trouble concentrating, frequent infections, severe digestion issues, bloating and gas, severe tinnitus, chronic systemic candida throughout body and in bloodstream, leaky gut, constipation, sensitivity to caffeine, iron deficiency anemia, severe night sweats, celiac disease, shortness of breath, rapid heart beat, sore tongue, wheezing, pleurisy, itchy, rashes, headaches, hives, dry skin, random cysts, urinary issues, cloudy urine, overactive bladder, thyroid cysts, trouble swallowing, severe anxiety, depression, stiff neck, no libido, whole body inflammation and pain, joint pain, numbness and tingling in both arms and legs, lump in the neck and I could go on. Product is currently still implanted. Explant surgery is (B)(6) 2020. Please take these complaints seriously. Women are dying because of these devices. FDA safety report ID# (B)(4) .